Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A partial circumferential break was noted approximately 5.3cm from the distal end of the cath-lock and splits were noted approximately 4.0cm and 6.0cm from the distal end of the cath-lock. The surface of the partial circumferential break on the attached catheter was noted to be round and smooth in both regions. Upon infusion, leaks were observed from the partial circumferential break and both splits. Therefor based on return sample analysis, investigation is confirmed for the identified fracture and leak. However, the investigation is inconclusive for the reported pain, as the exact circumstances at the time of the reported event cannot be verified. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 06/2024), h6 (device). H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, pain was allegedly observed during contrast-enhanced computed tomography. Reportedly, the port system was removed on the same day. There was no reported patient injury.

Event description:
It was reported that sometime post a port placement, pain was allegedly observed during contrast-enhanced computed tomography. Reportedly, the port system was removed on the same day. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2024) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.